Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD)&#1157;ached early elective replacement indicator (eri), specifically unexpected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.